Event description:
Affiliate reported that it was not possible to change the valve's setting to another pressure. It was assumed that the valve is blocked. Therefore, the valve was explanted.

Manufacturer narrative:
Examination of the valve revealed the presence of biological debris within the device. This biological debris appears to have caused the difficulty encountered by the customer. Review of the device history record confirmed the valve met spec requirements when released to stock. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At this time, the complaint is considered to be closed.